Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® vollure¿ xc in right lower cheek. Patient experienced firmness and drainage at the injection site where vollure was injected. It was reported the area became firm after the patient saw a plastic surgeon who attempted to treat the area. Patient was also injected with juvéderm® voluma® xc and juvéderm® volbella¿ xc but no reactivity in those area. Patient was previously injected in the same area where vollure was injected with restylane and had an infectious reaction after that procedure, which required hyaluronidase and I&d. The hcp is wondering if vollure was injected over/into residual filler in the area caused this symptom. Symptoms are on-going.